Manufacturer narrative:
UDI is unknown; no additional information was received. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample device was received for evaluation. It was cracked on the right plunger case and battery door. There was a force sensor bridge test error in the history log. The reported problem was verified; force sensor bridge test error was found at power up, even though the reading of force sensor was within the required specification. The force sensor did not operate as intended as a result of normal wear; the pump was over 14 years old. The root cause was deemed to be from normal wear. Actions were taken to mitigate the reported issue: replaced force sensor, performed preventive maintenance (pm) and the device passed all functional testing.

Event description:
It was reported that the pump indicated a force sensor failure. No patient injury was reported.